Event description:
During use for cardiopulmonary bypass, the message "level: check module" was repeatedly displayed. The sensor was replaced without success and the procedure was concluded. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.